Event description:
Reporter alleged that the advantage meter got warm, smelled of burning, and smoke came from it. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.